Event description:
It was reported the insulin pump screen had dark pixels and customer had difficulty reading the screen. Troubleshooting was done. Customer's blood glucose was unknown. Customer stated there were about 30 or 40 dark pixels on the screen. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump had dark pixels on screen, bleeding lcd screen noted, minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.